Event description:
The customer reported to olympus that while using the ultrasound gastrovideoscope, the tip was rattling. The device was returned for evaluation. During the device evaluation, the following reportable malfunction occurred: adhesive peeling of the tip probe fixing screw. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to the ultrasonic probe being loose. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: there was insufficient adhesive in screw holes of distal end. The bending section cover had a scratch which caused water tightness to be lost. Due to the wear of the angle wire, the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value. The bending section cover has a scratch. Adhesive on the bending section cover has a chip and is detached. Adhesive around the objective lens is peeled and scratched. Due to wear of forceps elevator lever, upward/downward knob cannot be locked securely. The universal cord has a dent. The paint on the air/water channel cylinder is peeled. The connecting tube and the acoustic lens has a scratch. There was also damage on the charged coupled device unit where the image has shadows. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.